Manufacturer narrative:
Company comment: the serious event of infection and cellulitis at implant site and the non-serious events of swelling, erythema, mass, pain and hyperaesthesia at implant site and cutaneous contour deformity were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and hospitalization to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. To date, this is the only medical complaint reported for this lot number. A batch record review was performed to rule out a non-conforming product. No potential quality issues were identified in the manufacturing process of the specified batch. The batch was manufactured and released according to galderma quality management system. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2024 by a dentist concerning a 61-year-old female patient. The patient was healthy and a gym instructor. No information about medical history, history of allergies or previous filler treatments has been provided. On (B)(6) 2024, the patient arrived for treatment at the clinic. After risks and outcomes were explained, including alternative treatments and including the possibility of no treatment at all, and after written and verbal informed consent was obtained, her face was cleansed, disinfected with alcoxidine [tolnaftate] and treatment areas were marked. The patient received treatment with 3 ml of restylane lyft lidocaine (lot 22027, expiry date 30-apr-2026), 1 ml to the posterior jaw line with access point in the jowls and 2 ml to malar area and zygoma using a 22 g cannula from a malar access point with unknown injection technique. On the same day, the patient also received treatment with dysport [botulinum toxin type a] to treat the frontals, glabella, bunny lines and crow's feet. The hcp reported that mupirocin cream was then applied to the entry points of cannula and post care instructions were given to the patient. On (B)(6) 2024, the patient came to the clinic with a complaint of swelling (implant site swelling) and pain/minimal tenderness (implant site pain) since (B)(6) 2024 which she did not report to the hcp earlier. During examination, there was a non-fluctuant swelling in the left malar region. The area was sensitive to touch (implant site hyperaesthesia) and there was local redness (implant site erythema) which was improving since (B)(6) 2024 according to the patient. There was no evidence of dental origin during examination. The physician prescribed her augmentin [amoxicillin sodium; clavulanate potassium] 875 mg twice a day for a week and she was instructed to report any change or worsening immediately. The hcp recommended her to return for review and follow-up. On (B)(6) 2024, the patient sent photos of her with a dramatic worsening of the swelling and redness with involvement of periocular area. The patient was admitted at the ent department with the diagnosis of cellulitis (implant site cellulitis) for IV antibiotics cefazolin [cefazolin] and was released home after 2.5 days to continue oral antibiotics cefuroxim [cefuroxime axetil] 1 gram 3 times daily for 1 week. On (B)(6) 2024, the patient returned for a check-up after hospitalization during which she was treated with zefoit IV with improvement. The patient was discharged after about three days of hospitalization for further treatment at another place with a coverage of 1 gram of samcit twice a day and she was instructed not to do physical activity. During follow-up report, it was also reported that on (B)(6) 2024, the patient returned for a check-up after hospitalization. Upon examination, there was still slight redness and swelling in the area with minimal tenderness. The hcp explained to the patient that the substance must be dissolved to prevent the recurrence of the infection (implant site infection). Thereafter, the patient was treated with 1 gram of ceforal [cefixime trihydrate] per oral one hour before the treatment at the clinic. A skin test was performed with 15 units of hyaluronidase in the right forearm, which was negative after 15 minutes. After informed consent was obtained, an injection of 1500 units of hyaluronidase [hyaluronidase] dissolved in 0.5 ml of sterile saline [sodium chloride] was performed after applying 0.5 ml of mepivacaine 3% [mepivacaine] infiltrated in the left malar distribution in the depth of the tissue with a 22 g cannula through malar access point. A decrease in the volume of the dissolved material was observed and area was rubbed with katruban on the access point. The mupirocin cream [mupirocin calcium] was then applied to the entry points of cannula and instructions were given to the patient. After consultation with a plastic surgeon colleagues, the reporting hcp decided to extend antibiotic coverage to cefovit [cefalexin] 1 g, three times per day for 5 days and 500 mg cipro [ciprofloxacin hydrochloride] twice a day for 5 days. The patient took cipro at the clinic and would continue treatment at home. On (B)(6) 2024, the patient returned to the hcp for a check-up after completing the antibiotic treatment. The mass (implant site mass) and redness seemed to be resolved and the area appeared calm with no tenderness to touch or other infection signs without redness. There was an asymmetry (cutaneous contour deformity) between the right and left (as reported) but the physician strongly advised the patient to wait a bit and to stay away from the contamination to make sure there was no material residues and the patient agreed to return in october for a repeat injection. The patient was advised not to inject the area for a while to make sure eradication of infection. During the same visit, the hcp offered a dysport review and performed light reinforcement in the bunny lines and sides of the eyes, 10 units of dysport at each point. The patient was instructed to be in contact in case of any change in condition such as worsening, return of swelling, sensitivity, redness or pain. On (B)(6) 2024, the patient informed hcp that she woke up again with swelling around the eye on (B)(6) 2024 and had recurrent flare up. The patient was treated with cefuroxim 1 gram, 3 times daily for 1 week. The mass returned and it was explained that as long as she did not dissolve the filler the contamination would return. The patient sated that she would make an appointment for next week ((B)(6) 2024). On (B)(6) 2024, the patient visited the hcp for a second treatment of hyaluronidase (same as before) and on (B)(6) 2024, the patient decided to take cefuroxim just if needed. Outcome at the time of the report: infection was unknown. Swelling was unknown. Pain/minimal temderness was unknown. Sensitive to touch was unknown. Local redness was unknown. Mass was unknown. Asymmetry was unknown. Cellulitis was unknown. Tracking list: v.0 initial v.1 fu received on (B)(6) 2024 from the same reporter: suspect product was confirmed as restylane lyft lidocaine and confirmed toxin treatments. V.2 fu received on (B)(6) 2024 from the same reporter: event (implant site cellulitis) added. Patient demographics, concomitant medications, suspect device volume, needle type, verbatim of events (implant site pain, hyperaesthesia), outcome and corrective treatment details were updated. Batch record review results were obtained on (B)(6) 2024.

Manufacturer narrative:
Company comment: the serious event of infection at implant site and the non-serious events of swelling, erythema, mass, pain and hyperaesthesia at implant site and cutaneous contour deformity were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and hospitalization to prevent permanent damage. The potential root cause includes injection procedure associated with inadequate aseptic technique. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid for restylane lyft lidocaine but inconsistent with the reported product restylane lyft. A follow-up and a batch record review will be performed to rule out a non-conforming product. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 09-jul-2024 by a dentist concerning a 62-year-old female patient. No information about medical history, history of allergies or previous filler treatments has been provided. On (B)(6) 2024, the patient received treatment with restylane lyft lidocaine (lot 22027) to jaw line (unknown amount, injection technique and needle type). On (B)(6) 2024, the patient came to the clinic with a complaint of swelling (implant site swelling) and pain (implant site pain) since on (B)(6) 2024 which she did not report to the hcp earlier. During examination, there was a non-fluctuant swelling in the left malar region. The area was touch sensitive (implant site hyperaesthesia) and there was local redness (implant site erythema) which was improving since on (B)(6) 2024 according to the patient. There was no evidence of dental origin during examination. The physician prescribed her augmentin [amoxicillin sodium; clavulanate potassium] 875 mg twice a day for a week. The hcp recommended her to return for review and follow-up. On (B)(6) 2024, the patient sent photos of her with a dramatic worsening of the swelling and redness with involvement of periocular area. The patient was referred with a letter to the emergency room for antibiotic treatment under hospitalization. On (B)(6) 2024, the patient returned for a check-up after hospitalization during which she was treated with zefoit IV with improvement. The patient was discharged after about three days of hospitalization for further treatment at another place with a coverage of 1 gram of samcit twice a day and she was instructed not to do physical activity. Currently, there was still slight redness and swelling in the area with slight sensitivity to pain. The hcp explained to the patient that the substance must be dissolved to prevent the recurrence of the infection (implant site infection). Thereafter, the patient was treated with 1 gram of chevite one hour before the treatment at the clinic. A skin test was performed with 15 units of hyaluronidase in the right forearm, which was negative after 15 minutes. After informed consent was obtained, an injection of 1500 units of hyaluronidase [hyaluronidase] dissolved in 0.5 ml of sterile saline [sodium chloride] was performed after applying 0.5 ml of pivacain 3% [bupivacaine hydrochloride] in the left malar distribution in the depth of the tissue with a cannula, 22 malar access point. A decrease in the volume of the dissolved material was observed and area was rubbed with katruban on the access point. After consultation with the physician, the reporting hcp decided to extend antibiotic coverage to cefvit 1 g, three times per day for 5 days and 500 mg cipro [ciprofloxacin hydrochloride] twice a day for 5 days. The patient took cipro at the clinic and would continue treatment at home. On (B)(6) 2024, the patient returned to the hcp for a check-up after completing the antibiotic treatment. The mass (implant site mass) and redness seemed to be resolved and the area appeared calm with no tenderness to touch. There was an asymmetry (cutaneous contour deformity) between the right and left (as reported) but the physician strongly advised the patient to wait a bit and to stay away from the contamination to make sure there was no material residues and the patient agreed to return in october for a repeat injection. During the same visit, the hcp offered a dysport review and performed light reinforcement in the bunny lines and sides of the eyes, 10 units of dysport at each point. The patient was instructed to be in contact in case of any change in condition such as worsening, return of swelling, sensitivity, redness or pain. On (B)(6) 2024, the patient informed hcp that she woke up again with swelling around the eye on (B)(6) 2024. The patient went to a family physician who gave zfaral and asked her to return to the clinic at the beginning of the week, if necessary. The mass returned and it was explained that as long as she did not dissolve the filler the contamination would return. The patient sated that she would make an appointment for next week ((B)(6) 2024). On (B)(6) 2024, the patient was supposed to visit to dissolve the filler. The patient reported that everything was in order at the moment, and she was not interested in dissolving. The patient was informed again that as long she would not come to dissolve the filler the infection would return. Outcome at the time of the report: infection was recovered/resolved. Swelling was recovered/resolved. Pain was recovered/resolved. Touch sensitive was recovered/resolved. Local redness was recovered/resolved. Mass was recovered/resolved. Asymmetry was recovered/resolved.